Event description:
The home pt (hp) contacted baxter's technical svc ctr to report feeling overfull in dwell 1 of 5 with the homechoice (hc) machine. The technical svc rep (tsr) assisted the hp to review the program in their machine and found hp's initial drain volume was 616 ml and the initial drain alarm on their machine was set to 0 ml. The last fill volume is 2000 ml and the hp states he does not perform a manual day therapy. The tsr advised the hp to contact their peritoneal dialysis nurse or their doctor regarding this overfill and informed that the current initial drain alarm setting is not appropriate for a last fill volume of 2000 ml. The tsr assisted the hp to do a manual drain and the drain volume was 4433 ml. The tsr assisted the hp to end therapy. During a follow up call with the hp's peritoneal dialysis nurse, it was noted that the pt's therapy settings were reviewed after this incident. The hp's initial drain volume alarm has been increased and therapy is reportedly going well. There was no pt injury or medical intervention associated with this report according to the nurse.